Event description:
It was reported that during a da vinci-assisted hysterectomy, while inserting a needle and suture through the laparoscopic-assist port, the suture broke causing the needle to become stuck inside cannula. It is unknown what instrument(s) were used in the laparoscopic-assist port. When the surgeon went to the port to retrieve the needle and suture, the customer noticed that the suture had broken off the needle and had possibly fallen inside the patient. However, it was mentioned that during the case, the surgeon was placing extra sutures that he had cut off on the side of the surgical field, inside the patient, before collecting them and passing them to a laparoscopic instrument. Insufflation was lost while troubleshooting this event. It was confirmed that the needle was stuck in the cannula, but it is unknown what brand the cannula was, and how the needle was removed from the cannula. It was confirmed that the needle did not fall into the patient.

Manufacturer narrative:
There is no allegation against a da vinci product associated with this event, therefore; no product was returned for failure analysis investigation.